Manufacturer narrative:
Manufacturer's investigation conclusion: the reported cosmetic damage to the silicone sleeve of the driveline cannot be conclusively determined as no images were provided by the account and no product was returned for evaluation. The patient remains ongoing on (B)(4) and no further events have been reported at this time, additional information regarding the event was requested from the account; however, nothing further has been provided at this time. The relevant sections of the device history records were reviewed and showed no deviation from manufacturing or quality assurance specifications. The heartmate ii left ventricular assist system instructions for use (rev. H) discusses damage due to wear and fatigue of the driveline and includes driveline care instructions. All heartmate ii left ventricular assist device drivelines have the potential for wire/shield breakdown to occur depending upon the length of use and movement/flexing over time. The heartmate ii left ventricular assist system patient handbook (rev. G) contains information on caring for the driveline. No further information was provided. The manufacturer is closing the file on this event. Voluntary medwatch form 3400300000-2022-000005 was received on 08mar2023.

Event description:
Voluntary medwatch was received that states the patient arrived to the clinic on (B)(6) 2023 with noted electrical tape applied by the patient to damaged areas of the driveline and power cable. Providers offered to replace the electrical tape with rescue tape which the patient refused. Related manufacturer's report: 2916596-2023-01717.